Manufacturer narrative:
Add info: the lesion was pre-dilated. Resistance was noted while advancing the device to the lesion. Excessive force was not used. It was reported that the event was not due to use of the device in difficult lesion morphology/anatomy, i.e. The event was device related. Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 11th distal stent segments with struts raised. No deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Please note that this device (endeavor resolute ) is not marketed in  the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a endeavor resolute rx coronary drug eluting stent to treat a severely tortuosity, severely calcified lesion exhibiting 90% stenosis in the distal right coronary artery (rca). The device was not inspected prior to use. Negative prep was performed with no issues noted. It was reported that the stent deformed in vivo during positioning. The procedure was completed using a non-medtronic device. The patient is alive with no injury.